Event description:
It was reported that during a prostate procedure, the fiber stopped working @ 124,475 joules just after 20 minutes. The procedure was completed using a second fiber. There were no damages to the patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-347b-(B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the distal end of the glass cap/fiber is detached and not returned; the metal cap exhibited signs of melting at the output window; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited moderate burnt on detritus; the outer flow tube exhibited moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.